Event description:
Patient alleges "non-freezing cold injuries- injuries that are not visually apparent". Patient used polar care 500 cold therapy unit on right foot and ankle from (B)(6) 2010. Reports injury discovered on (B)(6) 2011.